Event description:
Prior to start of the case, scrub tech runs test on angiojet to prime catheter and flush. During that test, the connector piece that goes into the machine was noted to be leaking. There appeared to be a leak at the pump balloon. The scrub tech said this has happened several times recently and looked like there was a perforation in the balloon.